Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the scu performed as expected. The positioning sensor unit (psu) was able to track instruments throughout the volume of all three ports. A check of the event log did not reveal any adverse events and there was no problem found. The cable was returned to the manufacturer for analysis. Analysis found that the connector housing was missing from one end of the returned cable. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the camera was not communicating with the system. After troubleshooting, the medtronic representative determined that the polaris spectra system control unit (scu) needed to be replaced. There was no patient present when this issue was identified.